Manufacturer narrative:
The reagent lot number is 772925. The expiration date was not provided. The field service engineer (fse) found partially clogged probes and observed that the rinse station was partially unscrewed. The fse unclogged the probes, tightened the rinse station screw, and replaced tubing in the rinse station. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial creatinine result was 19 umol/l. The customer questioned the initial result as it seemed too low and repeated the sample. The sample was repeated on another analyzer and the result was 63 umol/l. No questionable results were reported outside of the laboratory.